Event description:
It was reported in a service report that the top side of the siderail was damaged. It was also reported that a pt cut their hand on the damaged section of the top rail. No further information regarding the pt was provided. A follow-up report will be submitted should additional information be obtained regarding this pt's injury.